Event description:
It was reported by the rep that the (1) tsb45 and the (1) tr45b were used during a laparoscopic gastric bypass procedure. It was reported that the pt returned two weeks after the operation with sepsis and leak in gastrojejunestomy. Upon re-operation the surgeon discovered that one of the staple lines (ts45b) had not closed completely. The staples were a "u" shape. The staples were not closed completely. The surgeon oversewed the staple line. As of 8/20/1999, the pt is stil in the hospital recovering from infection and abscess as a result of staple line failure.